Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trident liner broke at screw/insert interface.

Manufacturer narrative:
Product returned. An event regarding broken insert trial involving a trident 0° insert trial 36mm was reported. The event was confirmed. Method & results: device evaluation and results: the trident insert trial was heavily scratched and damaged along the rim, inside, and outside. The returned device showed visible brown discoloration in that region indicates the part was breaking over time. The trident screw kit (catalog 2230-0010) was returned not assembled. Medical records received and evaluation: not performed as no medical records were provided. Device history review: records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other events for the lot referenced. Conclusions: the investigation concluded that broken insert trial was caused by overload from repeated use. The fracture occurred over time until the final fracture occurred as reported.

Event description:
It was reported that the trident liner broke at screw/insert interface.